Event description:
The following has been reported: the enclosed syringe driver was sent to our medical physics lab from our neuro critical care unit a complaint that the syringe was under infusing. No patient harm reported. Pump has anomalies in the events logs. The pump displaying the "software development/do not connect to patient" message when we turned them on in the lab for checks. Pump sn (B)(6) - request details: the pump has been questioned by users, who say that it is not infusing its set rate. An incident report was not drafted, it was reported to us on (B)(6) 2025. Staff could not give specific details of how much heparin remained in the syringe, simply stating that it under infused. When we checked the rate at 1.2ml/hr, it yielded expected results. No occlusion could be triggered by our checks at that rate, although there are several occlusion alarms logged in the events log. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The device histories records were reviewed, no event linked with the reported issue was found. Devices logs were reviewed, and there were a lot of occlusion alarms which stop the infusions on each device and the total volume infused is reduced after an occlusion. The reported devices were received in brézins for investigation. According to our investigation, it was found that the cover was not put in place on sn(B)(6) during the external check of both devices. Reproducible tests were then carried out on the three devices: > for sn(B)(6): a flowrate was launched @ 1.2 ml/h for 7 hours 30 minutes with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml; pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunction during the flowrate test. > for sn(B)(6): a flowrate was launched @ 1.2 ml/h for 6 hours 20 minutes with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunction during the flowrate test. > for sn(B)(6): a flowrate was launched @ 1 ml/h for 8 hours with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunction during the flowrate test. Occlusion tests were then carried out on the three devices, and all were found to be compliant. However, only the occlusion alarm was triggered not the pre-alarm because the pre-alarm was disabled. Quality control checks were successfully completed with no malfunctions detected except for the device sn(B)(6) because the cover is not correctly put in place. For this complaint, the reported issue could not be reproduced during these tests. Based on the analysis and test outcomes, no technical causes which could have triggered an unexpected occlusion were found. The occlusion alarms seen in the logs were most likely caused by external factors such as a clamped tube or closed valve in the infusion line, resulting from incorrect use of the device. The device operated in accordance with its specifications. Repair recommended action: - updating software version. - for sn(B)(6): put the cover in place. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
Related report numbers: 3004548776-2025-00206 and 3004548776-2025-00207.